Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier com express board was replaced to resolve the issue. No patient information provided to date after calls to customer on (B)(6) 2022 and on (B)(6) 2022. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a system malfunction error resulting in loss of mechanical ventilation during a case. There was no patient injury.